Manufacturer narrative:
The product was not returned for evaluation. Therefore, a physical device investigation was unable to be performed. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
On (B)(6) 2025, the patient was undergoing a thrombectomy procedure for pulmonary embolism in the bilateral pulmonary arteries using a catheter (pigtail), guidewire, and an element vascular access sheath (element sheath). During the procedure, the physician advanced the guidewire and catheter but was unaware that the guidewire and catheter were positioned in the pericardium. The physician then inserted the element sheath over the guidewire. At this time, the patient decompensated, and a code blue was initiated. During resuscitation efforts, the patient was administered tissue plasminogen activator (tpa); however, the patient subsequently expired. On 12-aug-2025, the penumbra representative received information that during an imaging review in the days following the procedure, it was determined that the guidewire perforated the pericardium.